Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient states things are not going well with his artificial urinary sphincter (aus). They can not get it activated. Is very frustrating. Patient liaison will contact the patient.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient states things are not going well with his artificial urinary sphincter (aus). They can not get it activated. Is very frustrating. Patient liaison will contact the patient.